Event description:
It was reported the pt's ipg is depleted. The pt has not been seen by physician or sjm rep for many years. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.